Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted with a proglide device, using the pre-close technique, via a 7f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, the foot of the proglide device would not close until after attempting to open and close the foot several times. The foot was closed when the proglide device was removed. Force was used to remove the proglide device from the anatomy. Tissue damage occurred. The suture of another proglide device was successfully preplaced. The sheath was upsized and the evar procedure was completed. The successfully preplaced sutures of the two proglide devices were tightened, but hemostasis was not achieved. Two additional proglide devices were used to achieve hemostasis. There was no reported treatment for the tissue damage. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. However, factors that may contribute to foot retraction issues and difficult to remove the device include, but not limited to, tissue or suture caught in foot or posterior cuff partly deployed in foot. Reportedly, force was used to remove the device. It should be noted that the proglide instructions for use states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair.the patient effect of vascular injury (tissue damage) is listed as a potential adverse event of use of the device. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties. The patient effect is a potential adverse event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.